Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 2.00mm x 12mm emerge¿ balloon catheter was advanced for dilatation. However, blood was found to be leaking from the hub. When the device was removed from the patient and checked, it was determined that the balloon ruptured. The procedure was completed with a 2.00mm x 18mm emerge¿ balloon catheter. No patient complications nor injuries were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the device was completely removed from the patient's body.